Manufacturer narrative:
Citation: zubair, a. S., raymond, m., patwa, h. S. Utility of intrathecal baclofen pump in primary lateral sclerosis. Journal of neu rological sciences. 2021. The reported age reflects the average age of the patients reported in the literature article. The reported sex reflects that of the majority of the patients reported in the literature article. Please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: the purpose of this study is to describe the use of intrathecal baclofen pump in a case series of primary lateral sclerosis and assess the safety in these patients. Reported events: event 1 (pli 10 and pli 20): a (B)(6) female had complications with the pump related catheter. The catheter issue in the patient was secondary to fall and trauma resulting in migration of the catheter. The catheter was repaired/replaced without complication and resumed response to therapy/return of treatment response. Event 2 (pli 30): a (B)(6) female had a revision of their pump in 2017 due to limited function.